Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 12f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that the delivery system could not be advanced through the atrial septum and into the left atrium. The delivery system was removed from the patient and inspected. It was noted that the dilator had split. The user realized he had advanced the delivery system over a non-abbott floppy j-wire and not the requested non-abbott super stiff guidewire. The lab tech had not exchanged the wires. The user believed the dilator split from crossing the delivery system over the wrong wire. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that during the procedure it was noted that the delivery system could not be advanced through the atrial septum and into the left atrium. The delivery system was removed from the patient and was noted that the dilator had split. There were no adverse effects to the patient. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Two images from field confirmed the reported dilator tip split. Information from field indicated that the user realized the delivery system was advanced over a non-abbott floppy j-wire and not the requested non-abbott super stiff guidewire which was believed to have caused dilator split from crossing the delivery system over the wrong wire. However, the exact cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.